Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there was a replace battery alarm followed by a pump reboot in the black box. There was evidence of partially charged batteries installed. The pump powered to the verified screen with the returned battery cap that was able to fully tighten. A battery life was not duplicated during testing .the pump¿s current draws measured within specifications. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump¿s cover was removed and no evidence of internal moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 473 mg/dl with nausea, large ketones, polydipsia and symptoms of dehydration associated with a short battery life. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the battery compartment or cap. During troubleshooting with customer technical support (cts), it was revealed that the alarm history in the pump did indicate the battery life was less than expected and that there were replace battery alarms in the history without a preceding low battery warning. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.